Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital for dizziness and a syncopal episode. Upon interrogation noise was seen on both the right atrial (ra) and right ventricular (rv) channels. Oversensing of the noise was only noted on the ra channel. Boston scientific technical services (ts) was consulted and discussed the noise appeared to be due to telemetry electromagnetic interference (emi) related. Chronic low r wave amplitude was also observed. All measurements were within normal limits during the interrogation. It was noted that the patient paces 84 percent in the atrium and 20 percent in the ventricle. The rest of the interrogation showed normal device function. No changes were made to the system. The pacemaker and another manufacturer's ra and another manufacturer's rv lead remain in service and no additional adverse patient effects were reported.